Event description:
It was reported to covidien that a customer had a problem with an scd sleeve. The customer states a patient in the medical ICU developed purple bruising above the ankle after continuous use of kendall scd express knee length sleeve.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.